Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4)- MDR 3003442380-2024-33397. Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-33397 - device 2 of 6.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced 6 infusion sets cannula kinked events on (B)(6) 2024. The event occurred within three hours of insertion. The site of insertion was upper buttocks. The blood glucose level was high (specific value unknown) and the patient was treated with correction bolus via pump. The patient replaced infusion sets and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information.

Manufacturer narrative:
Supplemental report 02 - (B)(4). Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary test results: the reference samples were tested for flow. All test results were within specifications as per the test report (B)(4) attached in this record. As samples were provided, the following tests has been performed as part of the investigation. 1 used set was provided and there no visible defects or damages. Test results: visual test according to work instruction version 1. 1 used set passed the test. Functional flow test 1 according to work instruction version 1. 1 used set passed the test. Visual test according to work instruction version 1 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6005180 was manufactured according to the work instruction version 110 manufactured in the line 9, on 30/jan/2024, with a total of (B)(4) units. Review of the device history record (DHR) r showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, no maintenance events were recorded. Trending: a query was run in database on 16/jan/2025 against malfunction code "idd-pmc05.47 soft cannula found kinked upon removal from infusion site " and lot 6005180 and another 2 complaints have been registered in database for the same lot 6005180 and malfunction code. - conclusion summary of the related event: as a result of the following: no defect on tests for the sample returned and reference samples, no harm reportable, no non-conformance (nc) raised during production, another 2 complaints received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.